Event description:
A customer observed a false negative ahbc result on a pt sample. The result was released to the physician. A false negative result may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event found that the negative anti-hbc result was atypically elevated when tested across two ahbc assay lots. Testing at an alternate site yielded positive results. Qc results were acceptable, and no analyzer issues were identified. No sample remains for further analysis. Though the root cause of the event is not known, the unusually high negative results are consistent with a patient-specific interferent.